Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank and partial display. The customer's blood glucose was 116 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that they were using the recommended battery. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer mentioned that the threads does not line up on the battery cap perfectly while screwing in. The customer stated that they needed to loosen and retighten the battery cap. The customer stated that they changed the battery but the insulin pump will not power up. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to corroded battery cap contacts. The pump was tested with a good battery cap, and no blank display was noted. The pump was received with normal operating currents. No damage found on the lcd isolation tape and no missing segment/partial display during test was noted. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.